Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged that the battery compartment was cracked, the battery cap was worn, and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/15/2017. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2017 with the following findings: a review of the black box showed the data from the date of the complaint was not available. The battery compartment was cracked above and below the bumper pad. Corrosion was found in the battery compartment. The battery cap top was worn, and the measurements were within specifications. The returned battery cap attached to the pump and powered it on. The current draws measured within specifications. A leak was found in the battery compartment. The pump cover was removed to find no further evidence of moisture damage. The battery life issue was not duplicated during investigation.